Event description:
It was reported by svc report that the foot end would not go down and the head end lift would move in the opposite direction than intended. The customer could not determine if there was pt involvement or if there were adverse consequences to report.